Manufacturer narrative:
The pod arrived fully deployed. A tear in the exposed portion of the soft cannula was observed, causing a leak. No timeouts or drive stalls were observed. The patient history buffer (phb) data indicated that the pod functioned as intended and adapted in insulin delivery. The timing and cause of the observed cannula tear could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to above 250 mg/dl while wearing the pod between 5 and 24 hours. Investigation of the pod found a tear in the cannula. The device was originally reported for patient not sure insulin was being delivered.